Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's internal battery and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board. The power management board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to capacitor (c2) and diode (d1) short circuit due to corrosion caused by liquid ingress.